Event description:
Every time ablation temperature is increased during procedure pt goes into tachy-arrhythmia. However, dr. Surprised to see the pt go into tachy-arrhythmia, and he did not feel there was a pt injury due to the generator. Unit has been received and additional info will be provided upon concluding the investigation on the unit in question.